Event description:
The report received from the affiliate indicated that a male patient was admitted for treatment of a 80% 40mm long stenosis in the left superficial femoral artery (sfa). The lesion was not calcified and did not have thrombus. The lesion was not pre-dilated. A smart control stent was placed at the right position and deployed. The stent is labeled 8cm, but the physician found that the length is 10cm. The blood flow was improved and there were no adverse consequences to the patient. Slack removal had been performed per the instructions for use. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. No unusual force was applied during deployment of the stent. The tantalum markers (smart control) were observed to open symmetrically.

Manufacturer narrative:
The product is not distributed in the united states, however, it is similar to the united states product. The product and procedural films have been received for evaluation. Additional information will be submitted within 30 days of receipt.